Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Note: date of birth is unknown and patient's age is unknown. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with 450cc mentor memorygel breast implants experienced bilateral impaired healing and right sided breast pain post procedure. Patient experienced stitching opening in both breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device. See 1645337-2020-01596 for contralateral prosthesis report.